Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/13/2017 - voicemail, 9/18/2017 - voicemail, 9/20/2017 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card and carrier/com express board were replaced.

Event description:
The hospital reported that, during a case, the unit started to make a static noise. The case was able to be completed, despite the noise. There was no reported patient injury.